Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported in association with the event. It was reported through patient outcome that the patient underwent a heart transplant on (B)(6) 2017. The device was not returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook, rev. C are currently available. Although no device related issues were reported, this IFU lists all potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016 via customer order number. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s gender was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent transplant. No additional information was provided.